Manufacturer narrative:
(B)(4). Evaluation: results: (mi).

Event description:
Due to stable angina, the pt underwent the index procedure with successful deployment of two endeavor sprint rapid exchange (rx) drug eluting stents to the proximal circumflex. Approx 3 months post index procedure, the pt experienced a myocardial infarction (mi). The pt was intubated and rec'd an intra-aortic balloon pump (iabp). No further details were provided. In the investigator's opinion, the event of myocardial infarction was considered severe in intensity and not related to study medication, study device or study procedure. (Ref MFR # 9612164-2011-00121).